Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use over the last month on (B)(6) 2024. Moreover, the infusion set was used for 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01261- device 2 of 2.